Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Liver transplant- clamp was not securing and latching to the vessel. The clamp was being used on the portal vein and it was not staying clamped. Type of intervention: used an older clamp and it worked. Patient status: no patient injury.

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Testing confirmed the locking mechanism was functional. Upon further investigation, it was observed that the fourth ratchet position was not able to engage. The ratchet teeth of the event unit had rounded edges and a polished surface, which indicated that the unit had experienced heavy use. It is likely that ratchet teeth were worn due to normal use over time, which would cause disengagement of the locking mechanism. Based on the rounded edges and polished surfaces of the ratchet teeth, it is likely the event unit had been used multiple times prior to the complainant's experience.